Manufacturer narrative:
The investigation stated toshiba medical contacted abbott service to document issue within the abbott call management system to further investigate the issue. The scc-f + power supply was replaced and coded as cannot be determined. The service representative observed "burn marks on the condenser or foot of the coil." The scc-f+ power supply was returned for analysis and confirmed the burn damage as described. A product labeling review found the architect system operations manual provides information regarding specifications and requirements, electrical hazards, and of electrical safety for the architect systems. The c8000 system service and support manual provides instructions for replacing the scc-f+ power supply. The observed damage was a small area inside of the power supply and did not spread to other components outside of the power supply. No adverse trend for tickets with replacements of the scc-f+ power supply was identified and no adverse trends with regard to the architect c8000 event. Taken together, the evaluation does not indicate a product deficiency for architect c8000 analyzer.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account noticed a burning smell and smoke coming from the architect c8000 power supply during the re-starting of the architect c8000 analyzer. No patient involvement. No operator injury or exposure was reported.